Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 27 months, this system was explanted due to inappropriate shock deliveries as well as a discoloration of the housing.